Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Livanova received the following information from the hospital: the patient, female, was (B)(6) years of age. Patient was obese and had a history of chronic lung disease (chronic emphysema) and was in nyha fc iii at baseline with sts score of 1.9 and euroscore of 1.6. A pre-operative echo was done on (B)(6) 2017 which showed aortic steno-insufficiency, aortic ppg of 25 mm hg, ef of 58% eoa of 1.0 cm2. A bioprosthetic valve was implanted successfully on (B)(6) 2017 to treat valve stenosis with concomitant paravalvular leak. Post-operative echocardiograph was done on (B)(6) 2017 and showed no paravalvular or central leak with aortic mpg of 10 mmhg, and ppg or 20 mm hg, ef of 60%, eoa of 2.3 cm2. On (B)(6) 2017 the patient died at home, and the details were unknown. The cause of death was reported as ¿sudden cardiac death¿. An autopsy was performed and showed presence of 120 ml clotted blood in the pericardium. The prosthetic valve was reportedly sitting correctly and closed sufficiently on macroscopic examination. However, leakage of methylene blue was noted in the bioprosthetic valve between 12:00 and 2:00 position. The surrounding para aortic tissue contained blood clots as well. There was no note of coronary artery obstruction. The coronary branches show normal course and normal width with single atheromatous plaques on the endothelium, with only marginally narrowed length. The endocardium was reportedly tender. There was note of presence of 1-2 cm yellowish brown area in the tip of the heart and areas of necrosis in the right heart chamber. The lung findings were consistent with emphysematous changes. The final diagnosis in the autopsy report was "cardiac muscle weakening with beginning necrosis". Since the valve was noted to be positioned correctly and sufficiently closed in the autopsy report, it is hard to correlate the leakage observed to the cardiac muscle necrosis which was stated as the cause of death in the autopsy findings. Hence, the relationship of the death to the valve findings is unlikely but can¿t be completely ruled out. Clarification will be obtained from the site regarding autopsy findings of cardiac necrosis. If further clarification is provided by the hospital, livanova will provide them as soon as possible.

Manufacturer narrative:
Device not explanted.

Event description:
Thursday (B)(6) 2018 1:03 am. A serious adverse event has been reported. Site name: (B)(6) medical university. Unique subject ID: (B)(4). Sae number: 1. Sae term: sudden cardiac death. Occurrence date: (B)(6) 2017. Serious adverse event: y. Relationship to procedure: u. Relationship to device: u. Relationship to drug/medication: u. Relationship to other: u. Final sae outcome: fatal.